Event description:
In 2009 - patient underwent laparoscopic incisional hernia repair. The hernia was fixed with use of two sorbafix implantable stapler devices and trans-fascial sutures. In the next day - patient heard popping sounds in the area of the abdomen. At about 3 days later, patient underwent exploratory laparotomy procedure. Mesh noted to not be adhered to abdominal wall. Fasteners were not in tissue, the had pulled out and were in the mesh. Mesh re-fixated with another manufacturer's mesh and sutures.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. See MDR 1213643-2009-00304 for information related to the other sorbafix implantable stapler device used in 2009.